Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the customer. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Mdrs related to this report: 2029214-2017-00151, 2029214-2017-00152. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of aneurysm located in the paraopthalmic segment of the internal carotid artery (ica), two pipelines did not open distally. It was reported that two pipelines, (B)(4) and (B)(4) were already implanted. However while attempting to implant pipeline (B)(4) the device would not open distally and a distal "cornucopia" was observed. More than 50 % of the pipeline was deployed when it failed to open. The pipeline was resheathed more than 2 times. The system was removed and the physician tried another device (B)(4) however it also "cornucopia'd." This device was also deployed more than 50 % when it failed to open. No additional steps were used to open the pipelines. The system was removed and the physician was able to complete the procedure by using a (B)(4). No patient injury was reported. The aneurysm max diameter was 10 mm and the neck diameter was 4 mm. The distal landing zone was 4 mm and the proximal was 4.25 mm. The patient had moderate vessel tortuosity.